Manufacturer narrative:
The device involved in the reported complaint was returned to aci, and the investigation confirmed the failure. Investigation revealed that button #2 had been fully depressed button #3 was stuck. Subsequent to disassembling the handle housing, it was observed that the proximal end of the rack was sticking out which kept the retraction slider lock from releasing, and in turn prevented button #3 from retracting. There was no clearance between the proximal end of the rack and the retraction slider. Button #3 contains a lock feature that prevents retraction of the balloon prior to prerequisite actions. The review of the lhr (lot f1411501) indicated that the mynx ace device lot met all established performance criteria prior to shipment. Based on the provided information and the investigation performed, the root cause for button #3 issue could not be conclusively determined.

Event description:
The following information was reported by aci sales representative: the device jammed on button #3, tried several times unsuccessfully to slide button #3 backwards. Removed the device and half of the sealant was present on the balloon. Manual pressure was applied for 10 minutes and hemostasis was achieved. The patient was not hospitalized. Stick location: common femoral artery. Vessel size: 6mm. Procedure: coronary.